Event description:
Oncall "ivr" spoke with (B)(6). Pts pump says "no disposable, pump won't run." Recommended turning off then on, adjusting cassette, examining if bladder sticking out and if so, pushing it back in. None worked. Tried other pump, same error. They made new cassette and it started working. (B)(6) did not have access to info re: hospital admission. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life­ sustaining? Yes. What is the outcome of the event? Resolved. No further information available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available to be returned for investigation? No; did we[MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by health professional.